Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced difficulty pairing a libre 3+ cgm sensor with the ilet, resulting in intermittent communication and delayed therapy until the sensor was successfully paired, after which cgm data appeared on the ilet. Symptoms included a hyperglycemic peak of 274 mg/dl with an associated headache. Outcomes included a delay to therapy and the need for unexpected medication intervention in the form of manual injection to manage glucose while sensor was not connected. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.